Event description:
Caller reports pt tested 6.2 inr and 6.1 inr on the coaguchek s system and 4.5 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.